Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead was returned and analyzed. Additional finding of blood in/on helix mechanism.

Event description:
It was reported that during the implant procedure, there was noise detected on the ring electrode of the right ventricular lead during testing. The lead was removed and replaced. No patient complications were reported as a result of this event.